Manufacturer narrative:
The pod arrived fully deployed. The exposed portion of the soft cannula was observed to be torn, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined. As such, it could not be determined it the cannula damage is linked to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type: *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level reached 21.8 mmol/l (392.4 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen. No information was provided on how hyperglycemia was treated.